Event description:
The customer reported the instrument generated cartridge chemistry (cc) sample probe motion errors on a unicel dxc 600 pro synchron system. Upon troubleshooting, the customer observed a leak from the cc sample probe; the probe continued to leak after the customer performed a sample probe vertical alignment and priming of the instrument. The customer verified the sample probe tubing was tight, found no obstructions in the vacuum line, and described the volume of the leak as a "couple of drops". The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
The customer resolved the issue prior to the beckman field service engineer (fse) arriving to the customer site. The customer resolved the leak by replacing the cartridge chemistry sample probe wash collar, no further leaks were observed. The fse evaluated the instrument and verified the customer repairs when arriving onsite. (B)(4).